Manufacturer narrative:
Investigation summary: bd received a sample along with four photos for investigation. Upon inspection, both the sample and the photos confirmed the failure mode indicated by the customer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during automated analysis using bd vacutainer® edta tube, the probe made contact with a thorn-like protrusion inside of one tube and triggered an error. No adverse impact was reported regarding the patient or user.